Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color when the device was almost completely withdrawn. Hemostasis was achieved using compression. The physician pressed the plug deployment button forcefully to the end, held it for 3¿4 seconds, and then removed the device, but the plug was not successfully released and the device was reported as damaged. There was no reported patient injury. The procedure took place at a hospital following angiography. The procedure used a retrograde approach and was diagnostic in nature. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The femoral artery suitability, insertion angle, and diameter were confirmed via angiography; no calcium, plaque, stenosis, stent, or prior closure was noted at the puncture site. A non-cordis introducer was used. The indicator wire cowling locked with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and introducer were retracted together until flow slowed. The physician did not place their thumb on the deployment button during retraction. No red color appeared in the indicator window. Upon removal, the indicator wire loop was deployed and appeared loop-shaped. The deployment button was fully depressed, and the device was removed as a unit 1-2 seconds later. The plug was not successfully released and remained partially outside the shaft but did not fall out. The indicator wire was still visible. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position, and the indicator wire was found deployed. No catheter sheath introducer was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction and plug expected deployment. Additionally, the indicator window black/white and red position was obtained as well. No anomalies were observed during this functional test, and the results were consistent with expected product performance. A dimensional analysis of the delivery shaft inner diameter was conducted and was found within specifications. A high magnification evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator, deployment lever (button) inaccurate deployment at white/black position, and vascular closure device (vcd) deployment difficulty partial deployment¿ was not observed through analysis of the returned device as the device was able to be deployed. With full window transition and full depression of the deployment lever at the black/black stage and plug deployment. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the events reported since the returned device did not match the event description. It was reported that the deployment lever was depressed, and the plug was not successfully released and remained partially outside the shaft but did not fall out; however, the device was received with deployment lever not depressed and the plug in the manufacturing position. Since the device passed functional analysis and there were no anomalies noted to the device, it is unknown what issue the customer may have experiencing with this product. It should be noted that since the deployment button of the received device was not depressed, it is expected that the plug would not be deployed from the unit. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, handling factors are likely since the event reported suggests that the lever was attempted to be pressed when the window was not in black/black. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color when the device was almost completely withdrawn. Hemostasis was achieved using compression. The physician pressed the plug deployment button forcefully to the end, held it for 3¿4 seconds, and then removed the device, but the plug was not successfully released and the device was reported as damaged. There was no reported patient injury. The procedure took place at a hospital following angiography. The procedure used a retrograde approach and was diagnostic in nature. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The femoral artery suitability, insertion angle, and diameter were confirmed via angiography; no calcium, plaque, stenosis, stent, or prior closure was noted at the puncture site. A non-cordis introducer was used. The indicator wire cowling locked with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and introducer were retracted together until flow slowed. The physician did not place their thumb on the deployment button during retraction. No red color appeared in the indicator window. Upon removal, the indicator wire loop was deployed and appeared loop-shaped. The deployment button was fully depressed, and the device was removed as a unit 1-2 seconds later. The plug was not successfully released and remained partially outside the shaft but did not fall out. The indicator wire was still visible. The device was returned for evaluation.